Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the return instrument test/evaluation (rite) functional testing, the manual volumetric accuracy test failed due to an unrelated issue with the compressor. A test article compressor was used during the evaluation and the manual volumetric accuracy test was completed without issues. The cause of this rite functional failure could not be determined because the device met specifications for the rite functional volumetric accuracy. The device was to be sent to service. Should additional relevant information become available, a supplemental report will be submitted.